Manufacturer narrative:
(B)(6).

Event description:
The patient was undergoing a coil embolization procedure using the ruby coils. During the procedure, the pusher wire of a ruby coil became kinked upon inserting into another manufacturer's diagnostic catheter. The physician advanced a new ruby coil through the microcatheter. When the physician attempted to reposition the catheter, the ruby coil unintentionally detached inside. The catheter was removed with the detached ruby coil inside. The procedure successfully continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00581. The hospital discarded the device.